Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification..

Manufacturer narrative:
A follow up MDR will be submitted following the plants investigation.

Event description:
A peritoneal dialysis patient called technical services for assistance disconnecting from therapy to go to the emergency room. Follow up was received from the patient's nurse who reported that the patient went to the hospital due to feeling lightheaded, being nauseous and vomiting. The patient was given intravenous normal saline.